Manufacturer narrative:
The device was received for evaluation fully deployed. There were no timeouts or drive stalls seen in the download data. The data indicates that the pod completed both the first and second priming sequences before being deactivated. There were no damages or deficiencies observed that would result in the needle deploying early. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. Although no problems were found, it could not be determined when the device deployed. The investigation was unable to determine the cause of the reported early needle deployment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they filled the pod with insulin, and prior to activation, the cannula had deployed, indicating a needle mechanism failure. As treatment a new pod was applied.